Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was getting the por message (power on reset) which started a couple weeks ago. Patient said she has not been around any emi or had medical procedures or tests. The patient stated she did drop the handset. Patient has an appointment in april. No symptoms were reported and no further complications were reported or are anticipated.